Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The unk target lesion being treated was located in the distal left circumflex artery (lcx). The physician could not cross the lesion with a 3.00x16mm taxus liberte stent. After the stent delivery system was removed outside the pt's body, it was noticed that the stent was damaged. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
(B)(4).